Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that she had no symptoms and no medical attention was reported.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all of the tests results from results obtained. The customer's expected fasting blood glucose test result range is 129mg/dl. The customer did report symptom of feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the living room. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 183 and 206mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history: 184mg/dl (B)(6) 2017 12:06 am fasting: yes, 262mg/dl (B)(6) 2017 04:47 pm fasting: yes, 344mg/dl (B)(6) 2017 01:08 pm fasting: yes, 321mg/dl (B)(6) 2017 01:07 pm fasting: yes, 193mg/dl (B)(6) 2017 09:10 am fasting: yes. She hadn't made any changes to her diet or medication (januvia & glymiride).